Event description:
It was reported that system diagnostics on a vns patient indicated the dc dc had decreased to 0 as previously it was 3 at initial implant. Initially, there were no reports of patient adverse events, however, communication from the treating nurse indicated, the patient may have worsening seizures. The event of worsening seizures has not been confirmed at the moment as good faith attempts to obtain additional information have resulted unsuccessful to date. Currently, it is unknown how long the patient has been at dc dc of 0 and no patient trauma has been reported.